Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation cause by the lifevest. The patient described the irritation as a "burning sensation" under her breast area. There was no alleged device malfunction. The patient reported a history of skin cancer. The patient's physician recommended an unknown lotion. The patient reported seeing improvement with application of the lotion.